Event description:
Non-integration reported. The failure is for failed primary stability. Customer does not have the implant and it is not available for return as they believe that patient discarded the implant.